Manufacturer narrative:
All buttons on the insulin pump function properly; however, corroded keypad traces were found. The pump was also received with a cracked reservoir tube lip, cracked case near the display window corners, cracked display window, and a stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the majority of the buttons became unresponsive while programming a bolus. The patient's blood glucose at the time of incident was 320 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer confirmed that the up and down arrow keys are the only functional buttons. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.